Manufacturer narrative:
Final analysis found burn marks on the main printed circuit board and inner casing of ac power adapter. Physical damage was noted on the outer casing of ac power adapter and u-14 chip. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet caused by the electrical storm.

Event description:
It was reported that the transmitter did not power up after plugging in and testing different connection sources. It was believed that the device was damaged due to an electrical storm along with several other pieces of equipment in their home. Troubleshooting did not resolve the issue. The device was returned and replaced.